Event description:
It was reported that the patient's symptoms did not resolve post-operatively. Subsequently, a second surgery was performed using a different technique and approach. No complications were reported to the manufacturer. Device 1 of 2.